Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the disconnection of the stomach on a laparoscopic radical gastrectomy, the device was unable to fire and the surgeon was not able to squeeze the handle even though the green button was pressed. To correct the issue, they had to replace it with a new gun. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.